Event description:
Event description guidant received information that this patient's system was showing inappropriate shocks due to oversensing. A drop in the pacing impedance and inability to capture at maximum output, along with a sensing problem.